Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that post implant procedure, the physician noted the patient¿s left ventricular (lv) lead capture threshold had increased. Fluoroscopy confirmed that the lv lead was dislodged. The patient was asymptomatic. The physician explanted and replaced the lead. The patient was stable throughout.